Event description:
The customer contacted physio-control to report that during a recent patient event their device powered off multiple times by itself. The customer advised that they immediately switched to a backup device that they had available to continue patient care. The patient was being monitored only and defibrillation was not necessary during the event. There were no adverse effects to the patient as a result of the reported issue. The customer advised that no further information about the patient or the event was available.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.